Manufacturer narrative:
(B)(4).

Event description:
It was reported during the device check oversensing and decreased sensing on the rv lead was observed. The pace/sense portion of the lead was capped and replaced. The patient was stable.